Event description:
It was reported to boston scientific corporation that during the dissection in preparation to place an uphold lite vaginal support system on (B)(6), 2012, a small bladder cystotomy was inadvertently created. The cystotomy was immediately repaired (method unknown), and the physician opined that, based on the size and location of the cystotomy, there would be no issue with continuing the procedure. The uphold device was implanted. Approximately two weeks post-implantation, the physician was satisfied with the support provided by the uphold device but decided to remove it because the patient's vaginal incision did not seem to be healing properly. The physician was concerned that the presence of the mesh was interfering with the healing of the cystotomy, and that complications from the mesh might develop. The patient, who is over 18 years of age, is reportedly doing fine following the explantation of the mesh.